Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the internal switching was not working. There was no patient involvement and no harm/adverse event reported. The issue was found during rounds.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The microswitch is missing the lever arm. Replaced microswitch, faulty pump, quick connect, pole clamp and front cover. Performed preventative maintenance and calibration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.